Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) confirmed that the patient¿s lead was a 3778-60. They stated that an impedance check was performed in the operating room, and only contact 4 was over 10,000 ohms. The rep noted that the patient was implanted with a new implantable neurostimulator (ins). The patient¿s body weight was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for multiple back operations. It was reported that the rep was with the patient and/or the healthcare provider (hcp) to do further troubleshooting. It was stated that they were ready to do a change out of the ins and the clinician programmer showed a 2x8 configuration and the patient stated that they had a paddle lead. Technical services reviewed that there was only one lead shown as active in the patient¿s registration. It was reported that they ran impedances and all were greater than 10,000 ohms. It was reported that the rep would do further troubleshooting in the or and determine what the patient had in them or if they were programmed wrong. There were no medical symptoms reported. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.